Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the increased output pushed the implantable pulse generator (ipg) into elective replacement indicator (eri). The ipg was explanted and replaced. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.